Manufacturer narrative:
(B)(4). D10: biomet part number 11-104112 mlry-hd por fmrl 12x165mm lot number 935920. Biomet part number 139254 m2a-magnum 42-50mm tpr insrt-3 lot number 765450. G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is a member of a class action lawsuit alleging a hip system was unreasonably dangerous due to metal wear with resultant injuries, such as metal-related pathologies. Attempts have been made and no further information has been provided.